Event description:
Hamilton medical ag received the following incident description: per biomedical, staff states that during ventilation, when the patient coughed, the device auto silenced itself, this happened every time the patient coughed. The alarm silence button turned red. Additionally,there were getting some other types of alarms.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: per biomedical, staff states that during ventilation, when the patient coughed, the device auto silenced itself, this happened every time the patient coughed. The alarm silence button turned red. Additionally,there were getting some other types of alarms.

Manufacturer narrative:
It was reported by the staff that during ventilation, when the patient coughed, the device auto silenced itself, this happened every time the patient coughed. The alarm silence button turned red. The patient was moved to another device. The event did not cause or contributed to a death or serious injury to a patient. No further feedback was received despite remainders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.